Event description:
Patient called in to report that both batteries show 100% on the charging station. But when putting either battery in the monitor, nothing turns on or happens. Wcd role in the event is pending evaluation of to-be-returned device.